Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was 437 mg/dl. Caller stated that the customer's insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. No low battery or off no power alarmed noted. Unit passed self-test, off no power, displacement, rewind and excessive no delivery alarm test. Unable to prime during the prime test due to faulty force sensor. Unable to perform the occlusion test due to prime anomaly. Motor was tested outside of the device and passed. Unit had cracked case, cracked display window corners and scratched display window noted during visual inspection.